Event description:
It was reported that a spectrum pump didn't consistently detect door closure. This occurred during programming in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'does not consistently detect door closure' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'shut door - power off'. The reported condition was not verified. The cause of the condition was determined to be link and link switch out of adjustment . The link and link switch and upper and lower latch switch will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.